Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had an air leak. Inspection and testing of the returned device found that the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the water tightness was lost due to a pinhole in the universal cord / due to a deformation on the venting connector of the light guide connector. Additional findings include the following: the bending section cover had a scratch / chip, the video connector was damaged / had a crack, the protector of the universal cord on the scope connector side had a scratch, the angle knob torque of the lock engagement lever at engage exceeds the standard value due to wear of the lock engagement lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue "adhesive of the objective lens peeled". The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling of the adhesive on the objective lens was caused by stress of repeated use, external factors, or the handling of the device; however, a definitive root cause could not be established. It was suggested that the user handle the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.